Event description:
User called into emergency support program line to request and report issue during use in which sensation plus 50cc intra-aortic balloon (iab) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
The patient was stable and there is no blood in the helium tubing. The insertion site is femoral. She said that a recent chest film showed that the iab is at the 5th/6th ics. Esp team explained the alarm and potential reasons. Esp team offered troubleshooting tips if it continues. She will address the balloon location with the physicians, but feels that with the patient's stability, they will likely leave it as it is.